Event description:
It was observed that during the device evaluation, the duodenovideoscope adhesive joint of the lighting lens was peeled off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the adhesive joint of the lighting lens had peeled off, the presumed cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.